Event description:
It was reported that on (B)(6) 2024, during a selenia dimensions procedure , the c-arm was dropping intermittently , a field engineer examined the equipment and found a pin of the foot paddle connection on the gantry was out of position. An adjustment of the keyway pin was done, additionally a defect was found in the foot switches on the left side from the gantry perspective. The paddle was replaced and the issue was fixed. The system met the manufacturer´s specifications. No injury to the patient or staff reported.

Manufacturer narrative:
On (B)(6) 2024, selenia dimensions serial number (B)(6), the customer reported to hologic that the c-arm drops intermittently. This was found prior to patient exams/procedures. There were no alleged health consequences or impact. The field service engineer (fse) first replaced the c-arm switch assemblies, but the issue returned that day. The next day (B)(6) 2024), the fse adjusted the foot pedal keyway. The next day after that (B)(6)2024), the fse identified the cause to be the footswitch on the left when facing away from the gantry (not towards the gantry). The symptoms did not reoccur when tested. The replaced part was scrapped on site, so no initial evaluation could be performed. The uncommanded c-arm motion was investigated by (B)(6) since the footswitch was scrapped, the investigation is limited. Based on the complaint record, the initial complaint described the c-arm dropping intermittently. This was troubleshot by replacing one of the two footswitches. The issue was not recreated by the field service engineer (fse) while on-site. The uncommanded motion later returned in this complaint. According to the field service engineer (fse) there was no apparent damage to the cable or spring mechanism, and the switch did not remain in the depressed position when tested by the fse. The fse did note that there was a left footswitch disable message in the logs from the previous day. After replacing the footswitch there were no further complaints about the uncommanded c-arm motion. This was resolved with routine troubleshooting risk trending: calculated occurrence: 1 (very low) in summary, the probable cause is the footswitch malfunctioning; the root cause is unknown. The risk index remains in zone 1 with a ri of 1. This is considered acceptable risk. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4). Date of manufacture: 10/8/2010 installation date: 11/2/2010 closest pm to complaint date: (B)(6) 2024 complaint date: (B)(6) 2024 date of part manufacture: unknown ¿ part was not received for investigation since there was no history of replaced footswitches on this system other than the one in cpt-01436244 (and there are two footswitches on the system), the device history record (DHR) was reviewed. There were 2 deviations noted in the DHR, but neither was related to the footswitch or c-arm motion. The compression up and down as well as the c-arm up and down motions were checked. Each motion initiated upon foot pedal depression and stopped when released.